Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that after attempting to power on the pump for the first time, the pump remained off. The customer reportedly attempted multiple usb cables and power sources. The customer's blood glucose level was 185 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.